Event description:
A report was received that the patient had experienced lead site discomfort. The patient underwent a revision procedure wherein the leads were placed deeper. The patient was doing well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
.